Manufacturer narrative:
Device evaluated by MFR.: fg emerge mr, us 3.50mm x 12mm balloon catheter was returned to the complaint investigation site (cis). A visual and tactile examination identified multiple hypotube kinks along the length of the hypotube shaft. A break in midshaft at 119.5cm distal to the distal end of the strain relief was identified. The remainder of the distal section of the device was not returned. The reported allegation of balloon failure to deflate could not be confirmed as functional testing could not be performed on the partially returned device.

Event description:
It was reported that failure to deflate occurred. A 3.50mm x 12mm emerge balloon catheter was advanced for dilation. However, after the balloon was inflated, normal deflated did not occur. Manual deflation with syringe was made and the balloon, guide, and wire was removed. The procedure was completed with a different device. There were no patient complications reported.

Event description:
It was reported that failure to deflate occurred. A 3.50mm x 12mm emerge balloon catheter was advanced for dilation. However, after the balloon was inflated, normal deflated did not occur. Manual deflation with syringe was made and the balloon, guide, and wire was removed. The procedure was completed with a different device. There were no patient complications reported.